Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - lucea 50/100. As it was stated, the components were missing on the surgical light. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination. It was established that when the event occurred, the surgical light did not meet its specification as a part was missing, and it contributed to event. None of the provided information indicate that upon the event occurrence the device was being used for patient treatment. During the investigation it was found that in the past the reported scenario has never lead to serious injury or worse, to death. Unfortunately, manufacturer did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered we believe that all remaining devices are performing correctly in the market. We also believe that if the preventive maintenance would have been followed the incident could have been avoided. Given the circumstances we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Issue is being investigated by manufacturer. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints. Device not returned to manufacturer.

Event description:
On 5th february, 2020 getinge became aware of an issue with one of surgical lights - lucea 50/100. As it was stated, the components were missing on the surgical light. There was no injury reported however we decided to report the issue in abundance of caution as any falling parts might cause contamination.